Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had no external power, power cable disconnected, and low voltage advisory alarms. The patient's batteries were both attached and fully charged and their controller advisory alarm and the screen read," connect power". A review of the log files found 2 sets of low battery hazard/ loss of external power events. Prior to the alarms, the patient appears to have been connected to at least one mobile power unit (mpu) cable. The alarms appeared to resolve once external power was restored.

Manufacturer narrative:
Section d4: it was determined that the serial number of the mpu was not in use at the time of the event. Multiple good faith efforts were made to obtain the correct serial number, however no response was received. Main investigation conclusion the mobile power unit (mpu) was returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 28 days ( (B)(6) 2021 per timestamp). No external power alarms were recorded on (B)(6) 2021 at 00:29:18 ¿ 00:29:32 and on (B)(6) 2021 at 13:11:58 ¿ 14:51:44 while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Multiple good faith efforts were made asking if the mpu will be returning, if the mpu has a v-lock connector, if the power cord came loose from the wall or the back of the mpu, and if there were any known environmental circumstances that would have affected ac power at the time of the event; however, no response was received. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.